Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician can't fixed the lead to the pacemaker. We have no other information at this time.

Event description:
The physician can't fix the lead to the pacemaker. We have no other information at this time.

Manufacturer narrative:
The pacemaker has been finally returned and the conclusions are as follows: - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the ventricular silicone cap was found damaged with a hole. - a piece of the ventricular silicone cap was found inside the ventricular setscrew cavity. - correct tightening marks were seen on the atrial and ventricular setscrew tips. - those observations indicate that too much strength was applied and the piece of silicone has become an obstacle for a correct contact between the setscrew and the screwdriver. - in addition, atrial and ventricular setscrews were found completely unscrewed. The user has probably completely unscrewed the setscrews then removed the screwdriver. Afterwards, he/she was not able to reposition the setscrew. It is known that once they are unscrewed, it can be difficult to screw them again. - based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Manufacturer narrative:
After several reminders since the subject pacemaker was not yet received at the expertise site, the information provided was that the device has been discarded, therefore no investigation can be performed. A production record review has been performed and no abnormality has been noticed. The subject pacemaker has been manufactured to all applicable procedures.

Event description:
The physician can't fix the lead to the pacemaker. We have no other information at this time.